Manufacturer narrative:
Preliminary testing conducted; a f/u report will be submitted when the eval is complete.

Event description:
Our distributor informed welch allyn that a customer indicated that during a procedure, the propaq cs shut down unexpectedly without any visual or audible alerts; the shut down occurred instantaneously. There was no report of any pt harm as a result of the reported event.